Event description:
It was reported that the patient presented with progressive radicular as well as mechanical low back pain, unresponsive to conservative treatment. The patient underwent total discectomy for decompression at l5-s1; anterior interbody fusion at l5-s1 using lt cage bilaterally and rhbmp-2/acs. Per op notes, a 23, 18mm x 28mm lt cage was placed into the disc bilaterally, after the center of it was filled bmp. X-ray confirmed satisfactory position. Minor tweaking of the rotation of the cage occurred, and an additional bmp, as well as otographic bone from the reaming, was then placed into the front of the cages. There were no complications. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4)